Event description:
It was reported, during surgery the tip of the conical extractor broke off. According to the distributor, nothing was left in the patient and no consequences are reported for him.

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.